Event description:
The customer reported an incident where the cartridge leaked insulin at the septum. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issue.